Event description:
It was reported that this patient has an implantable cardioverter defibrillator (ICD) with a right ventricular (rv) dual coil defibrillation lead. The lead parameters when tested are within range. However, notes in the patient file state the lead proximal coil was previously capped. The physician looked up the patient's history and did not find any information in regard to the lead revision. A boston scientific technical services consultant reviewed latitude shock impedance history which showed stable measurements with the device programmed rv to can over the past four years. The consultant discussed the reported clinical observations and troubleshooting. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The local area sales representative was contacted for additional details. No further information is available at this time. Should additional details become available, this report will be updated. It was reported the boston scientific local area sales representative was unable to view the x-ray; however, the physician mentioned it was difficult to confirm whether the proximal coil was capped as the leads are positioned behind the device. No additional details were available in the patient files or within the hospital's data system as to why or when the proximal coil was removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The local area sales representative was contacted for additional details. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that this patient has an implantable cardioverter defibrillator (ICD) with a right ventricular (rv) dual coil defibrillation lead. The lead parameters when tested are within range. However, notes in the patient file state the lead proximal coil was previously capped. The physician looked up the patient's history and did not find any information in regard to the lead revision. A boston scientific technical services consultant reviewed latitude shock impedance history which showed stable measurements with the device programmed rv to can over the past four years. The consultant discussed the reported clinical observations and troubleshooting.